Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt continued to wear the lifevest. There is no info to suggest that the pt sustained a serious injury. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 04/2013 - reuse. Electrode belt sn (B)(4): 02/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. The pt was at home and was sleeping at the time of the event. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment at 07:25:51 on (B)(6) 2015. Multiple counting of t-waves contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt did not seek medical attention and continued to wear the lifevest.